Manufacturer narrative:
(B)(4)

Event description:
It was reported that: incident occurred on (B)(6) 2024. A puncture in the cuff was noticed during anesthetic induction. The same incident was observed twice in a row with two different tubes. In the end, the patient was intubated with a different tube. There was no reported patient harm. Associated complaints: 8040412-2024-00092 .

Manufacturer narrative:
(B)(6) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occurred on 01 march 2024. A puncture in the cuff was noticed during anesthetic induction. The same incident was observed twice in a row with two different tubes. In the end, the patient was intubated with a different tube. There was no reported patient harm. Associated complaints: 8040412-2024-00092.